Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture of an unspecified duration occurred on this right ventricular (rv) lead. No asystole occurred as the patient is not pacemaker dependent. Loss of capture was confirmed when the lead was tested on the pacing systems analyzer. This lead was surgically abandoned and the associated pacemaker was explanted; both were replaced. No additional adverse patient effects were reported.